Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to insulin in her pump being "cooked" from being outside on a very hot summer day. Customer's blood glucose value was unknown. The customer mentioned an infection on her infusion set site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test .device uploaded properly using carelink. Device had cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.